Event description:
Additional information received indicated that the lead impedance was still high during a follow-up and the patient was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that high, out of range high voltage lead impedance was observed due to suspected loose set screws during a follow-up in clinic. The patient was asymptomatic. A chest x-ray was scheduled to be performed and the patient will continued to be monitored.